Event description:
On 29-jan-2026, a other health care professional contacted technical service to report that viking m (product code 2040035, serial number (B)(6)), had a patient that fell while using the lift. This occurred during patient use.there was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.